Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m168729 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot:m168729, test base part number 190-430 / lot: m168729. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168729 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. MFR ref reports: 1221359-2021-03579

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses date (B)(6) 2021 and is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing generated a negative result. Pcr confirmation testing with pcr- diatherix platform generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.